Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement which was confirmed through x-ray. Also, the patient was experiencing undesired sensation. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the undesired sensation that the patient was experiencing was felt like a muscle twitch or the heart skip a beat. Also, the patient was having premature ventricular contraction (pvc) at this time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement which was confirmed through x-ray. Also, the patient was experiencing undesired sensation. A new lead was implanted. No additional adverse patient effects were reported.